Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2016: tandem technical services followed up with the customer, the customer refused of experiencing a load issue at the time of the reported event. Device not returned.

Event description:
It was reported the customer experienced a high blood glucose (bg) level of 433 mg/dl earlier in the day prior to contacting tandem technical services. The customer reported that the cause of the high bg level was due to the cartridge ran out of insulin and was unable to load a new cartridge because of not having supplies. The customer administered a manual injection to address bg level. Additionally, the customer stated a concern that the pump continued to deliver insulin after the fill cannula during the load process of a new cartridge. Tandem technical support verified that there was no record of a fill cannula in the pump logs. The customer's blood glucose was 310 mg/dl and the customer delivered a bolus to manage bg level. Reportedly, the customer stated was taking a medication for a sinus infection that was the cause of the bg at the time of the event. It was also reported that the customer's wake button sticks intermittently.